Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient reported to the emergency room after receiving inappropriate shocks due to oversensing of noise on the right ventricular (rv) lead. A lead integrity alert (lia) triggered. High impedance, sensing integrity counters (sic), and non-sustained ventricular tachycardia (nsvt) episodes were noted. Noise was reproduced with pocket manipulation. Fracture was suspected. Detections were turned off and the lead was later partially removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.